Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.

Event description:
As reported: "stepdrill 1806-3025 breaks during surgical procedure, leaving the tip inside the patient."

Event description:
As reported: "stepdrill 1806-3025 breaks during surgical procedure, leaving the tip inside the patient."

Manufacturer narrative:
The reported event could be confirmed. A x-ray confirming the reported issue was received. The x-ray shows that the broken tip of the stepdrill remained in the patient's bone during implantation. According to the image, the first lag screw was successfully implanted. However, more detailed information about the complaint event as well as the affected device must be available in order to determine the root cause of the complaint event a review of the device history was not possible because the lot number was not communicated. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. Indications of material, manufacturing, or design related problems were unable to be identified as the lot number was not communicated. If the device is returned or if any additional information is provided, the investigation will be reassessed. H3 other text : not returned.